Manufacturer narrative:
D10 concomitant product: egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2e0301 egia60amt - egia60amt egia 60 artic med thick sulu, lot# p2g0482 egiaustnd - egiaustnd endogia ultra univ std stap, lot#p2d0151 egiaustnd - egiaustnd endogia ultra univ std stap, lot#p2d0151. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the stapler could not be fired, stuck and was difficult to unload. These happened on all three reloads and two handles. A new device was used to resolve the issue. There was no patient injury.